Event description:
Report received of a pt becoming drowsy while the device was in use. The pump was programmed to deliver morphine sulfate 1mg/ml in the continuous + bolus mode to deliver 1mg/hour with a pca dose of 1mg every 10 minutes. No 4-hour limit was reported. The pt was complaining of pain and the pump settings were changed to a continuous rate of 1mg/hour with pca dose of 1.5mg every 8 minutes. According to the customer contact, several hours later, the pt was reported to be drowsy. One dose of narcan 0.2mg was given intravenously. No other medical interventions were needed. Reportedly, several hours after this, someone bumped the back of the pca pump and the pt received an unrequested bolus dose within the set parameters. The pump was then removed from clinical service. There was no reported medical intervenion required for the unrequested bolus dose delivery.